Manufacturer narrative:
Product investigation is in progress.

Event description:
(Tampon) stayed inside me - vagina [foreign body in reproductive tract]. Tampax broke/bit of the tip broke [device breakage]. Case narrative: consumer reported via email that a piece of the tampon broke off and stayed inside of her. No serious injury was reported.